Event description:
This report is related to previously reported complaint of post pace t-wave oversensing MFR number 2938836-2015-02021. It was reported that an asymptomatic presented in the clinic for a device follow up. Upon review of the stored electrograms it was noted that the implantable cardiac defibrillator exhibited post paced t-wave oversensing. The patient did not received therapy during the oversensing. No intervention was performed. No further information was available. The patient will continue to be followed up normally.